Event description:
It was reported that the 100ml pump infused too fast. The 1ml/hr pump emptied in less than 24 hours.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident was received; however, was not evaluated at the time of the MDR report. A review of the lot history indicated it was the only complaint for this lot. The device history record has also reviewed, and all manufacturing operations were found to be within specification. This report is presently under investigation.